Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 509 mg/dl. The customer stated they have attempted to treat with a bolus three times. It was found the customer received several no delivery alarms with the insulin pump. Customer stated they have changed the infusion set three times, but the alarm persisted. It was also reported the customer observed a bent tubing after the infusion set was removed from their body. Troubleshooting found insulin was able to exit with a fixed prime. The customer stated air bubbles were not present in the tubing. The customer declined to return the insulin pump for analysis.